Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/4/2019. Device returned to manufacturer: yes. Device evaluation: the tubing pack was returned to evaluation. A visual evaluation was performed. The visual assessment observed a pinhole on the tyvek lid. The pin hole like tear was observed on the tyvek lid. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# cc03215. All devices met material, assembly and performance specifications at the time of product released. Historical data analysis: a search of complaints related to lot no. Cc03215 was conducted for the last 24 months on october 18, 2019. The search revealed there is no additional complaint types for holes/tears in the package or any other types of complaints for the tubing pack model opo73, lot no. Cc03215. There were no additional related complaints found. This is the first occurrence of the total released of lot cc03215. Complaint trending: a review of the monthly complaint trends was reviewed for the last 12 months and there have been no further occurrences of the related issues. These types of complaints will be monitored tear/hole in package. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. The device labeling does contain instructions to not use the device if the package is damaged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Upon completion of the investigation, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing a punctured hole worn into the tyvek lid of a signature dual pump pack disposable tubing set model opo73. The product problem was found prior to procedure commencing and there was no patient contact / involvement. A j&j representative confirmed the puncture on the tyvek lid.